Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to the stem trunnion fracturing. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
This medwatch 1825034-2013-01521 is for the same patient and event as medwatch 1825034-2015-00611. The event was reported twice in error.